Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 4 of 4.

Event description:
Unomedical reference number (B)(4) event occurred in the united states. It was reported that the patient faced an adhesive event where four infusion sets fell off on 21-jun-2024 and 26-jun-2024 during use. The event 1 occurred within 2 days, event 2nd occurred after insertion, event 3rd occurred within 24 hours and event 4th occurred within 12 hours of insertion. Blood glucose level was 200 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information was available.